Event description:
It was reported that before use, an unknown material was found contaminating the inside of the vamp plus reservoir." There were no patient complications reported.

Manufacturer narrative:
One single dpt-vamp plus kit with IV set and pressure tubing was received for evaluation. There was no visible contamination/particulates found throughout the kit. Silicone oil was visible inside the wall of the vamp plus syringe barrel. There was no other visible defect observed from the returned kit. The reported event was not confirmed. Although the cause of the complaint could not be determined, there was no indication of a manufacturing defect noted during the analysis. No actions will be taken at this time.